Event description:
It was reported that the customer was assisted by school nurse who adjusted pump settings, which was approved by endocrinologist, but was later hospitalized with an elevated blood glucose (bg) of 419 mg/dl, due to settings adjustment. Customer was treated intravenously with fluids of saline and insulin. Customer was released from hospital on 11/11/21 with issue resolved. Reportedly, customer consulted their healthcare provider who assisted in correcting settings. It was also reported that the pump date and time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and time and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.